Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 40 mg/dl after treatment the blood glucose level went to 130 mg/dl. The customer treated low blood glucose value with food. Based on customer¿s report customer did not allege over delivery. The customer was neither in the emergency room, nor admitted into hospital as a result of low blood glucose. Customer declined troubleshooting for low blood glucose level. Customer was reported that insulin pump was not on auto mode. Customer using insulin pump within 48 hours of low blood glucose of event. Customer was assisted with troubleshooting for programming insulin pump. The insulin pump will not be returned for analysis.